Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported getting a system reset alarm when the unit was turned on. The unit would have required to been restarted in order to initiate mechanical ventilation. There was no report of patient involvement.